Manufacturer narrative:
The device was used for treatment. The complaint is reportable as a MDR as the adverse event was considered life threatening and due to the medical intervention, that was provided to the patient. No trend was detected for the serial number reported in this complaint. Trends were reviewed for complaint categories, spontaneous shutdown and hypotension. No trends were detected for these complaint categories. At the time of this report, the analysis and investigation of the device is still in progress. A final report will be submitted once the investigation is complete. Adverse event term: low blood pressure / hypotension. (B)(4). (B)(6) 2025.

Event description:
On 16-oct-2025 mallinckrodt was notified of a user report sent to swissmedic. The user report concerns an incident that occurred on inomax dsir serial number (B)(6). The customer reported the patient was receiving inhaled nitric oxide (no) therapy and high doses of catecholamines (dobutrex, norepinephrine, empressin, adrenaline) with massive right heart failure due to septic shock and had to be urgently brought to the operating room. The inomax dsir was being used in conjunction with the c6 respirator as a transport respirator. The customer reported the inomax dsir was unplugged to prepare for transport, and the device went to a black screen without any warning tones received. The customer reported the patient experienced severe hypotension (map 30) and multiple adrenaline boluses were necessary. The customer reported the incident lasted approximately 3 to 5 minutes. The customer reported they utilized the inomax dsir inoblender to manually ventilate the patient using an ambu bag until the replacement device was ready for use. The customer stated the patient's circulatory system stabilized after delivery of no was restored. The inomax dsir was reconnected to ac power and began to function again. The inomax dsir device was replaced with a backup inomax dsir device. The inomax dsir device was returned to the distributor for investigation.

Manufacturer narrative:
Review of the device service history provided by the distributor shows the device was last serviced for preventative maintenance on june 10, 2025, and the device's battery was replaced. The distributor performed a full system checklist and the device operated according to specification. The device's service log shows the device functioned running on battery power on (B)(6) 2025. Review of the device's service log shows the device was booted up on (B)(6) 2025, and inomax therapy was initiated while the device was running on ac power. The device operated without issue for approximately 15 hours before the service log showed the device was abruptly shut down. Subsequently, the service log shows the device was running on ac power when rebooted. The device's service log shows the device running on battery power on (B)(6) 2025, with sufficient battery capacity. The device is designed to prompt a low battery alarm to notify the user that they have approximately 30 minutes of battery remaining and provide the user adequate time to plug the device into ac power. Further review of the device's service log did not identify an issue with the device's battery due to the absence of low battery alarms recorded in the device's service log. The service log shows an abrupt discontinuation of entries, indicating the device shutdown. An abrupt discontinuation of service log entries can occur when the device power switch is toggled to the off position. The device was returned to the distributor's service center for investigation on august 11, 2025, due to a report of a completely discharged battery. Testing of the returned device showed the battery capacity was approximately 75% and passed all functional testing. As a precaution, the distributor replaced the device's battery. Testing of the returned device did not reproduce the reported complaint. Evaluation of the customer complaint description, device service history, and device testing performed by the distributor did not identify any issues with the device's operation on ac power or while running on battery. Review of the customer complaint description showed the device shut down when the user was preparing the patient for transport. There were no warning tones or messages prompted by the inomax dsir prior to the device shutdown. The reported spontaneous shutdown was not reproducible, and a definitive root cause could not be identified. The service log provides evidence that the device's battery was functioning as expected before and after the reported incident. As a result, the most likely root cause for the device's spontaneous shutdown is the power switch located on the back of the inomax dsir was unknowingly toggled to the off position while preparing the device for transport. No further action is required at this time. This investigation is now complete. (B)(4) (B)(6) 2026